Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right internal jugular due to gastric bypass. Patient alleges vena cava and organ (mesentery) perforation. Patient further alleges gastric discomfort, anxiety, mental anguish, stress, physical limitations, worry. Report from computerized tomography (CT): "there is a vena cava filter the cephalad tip is at the level of the renal veins. The caudal struts are well below the renal veins. The posterior medial and posterior-lateral struts appear to extend 1-2mm beyond the inferior vena cava wall. The anterior medial strut and the anterior lateral strut graft the outer margin of the inferior vena caval wall. " "ivc filter as discussed above. There may be minimal extension of the posterior medial and posterior-lateral caudal struts beyond the in inferior vena cava wall without associated mass hemorrhage hematoma or scar tissue."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation: the following allegations have been investigated: vena cava (vc)/organ/mesentery perforation, gastric discomfort, anxiety, mental anguish, stress, physical limitations, worry. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported gastric discomfort, anxiety, mental anguish, stress, physical limitations, and worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of twenty devices were manufactured in the reported lot. To date, one other complaint has been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.